Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient's svc lead exhibited high impedance. Subsequently, the lead was extracted and replaced. No signs of externalized conductors were noted intra-operatively.